Manufacturer narrative:
Patient information requested, customer did not provide.

Event description:
The customer reported the device alarmed "patient disconnect" however the clinical staff did not hear the alarm due to the alarm volume setting. No patient harm was reported.

Manufacturer narrative:
Updated.